Event description:
It was reported that during a total knee procedure an oil-like substance leaked out of the handpiece. The wound was cleaned out and another device was used to complete the procedure. Additional information surrounding this event has been requested from the account. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation results require.